Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that there is suspected conductor damage.

Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.